Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Transseptal puncture was performed. When exchanging for the watchman® access system (was), thrombus was noted in the right atrium via transesophageal echocardiogram. Heparin had just been administered so the physician waited till it was therapeutic and aspirated the thrombus. They then proceeded with the watchman procedure. There were no further complications reported and the patient status is fine.